Event description:
Event description by reporter zimmer-biomet: the date when the event occured? 14/05/2024 for implant, what was the date implanted: on (B)(6) 2022 for explant, what was the date explanted: on (B)(6)2024 in which country did the event occur: new zealand describe the alleged event in detail: revision of persona revision knee due to implant loosening. Patient had complained of pain. Both implants found to be loose but well adhered to the cement mantle synovasure test negative bloods - pre op bloods showed no indication of infection spacer k cement spacer inserted implants inserted on (B)(6) 2022: qty item number lot/serial # description 1 42-5420-079-01 64960930 persona revision tibia size g 2 42-5600-075-14 65028876 persona revsision stem extension tapered cemented 1 42-5566-070-10 64628788 persona revsision femoral distal augment 1 42-5566-070-10 64783312 persona revsision femoral distal augment 1 42-5046-070-01 64620016 persona revsision femur cemented standard 1 42-5568-070-05 64859452 persona revsision femoral posterior augment 1 42-5450-005-08 64629414 persona revsisiontrabecular metal tibial central cone 1 42-5402-000-35 65335632 persona the personlaized knee system vivacit-e highly crosslinked polyethylene all-poly-patella cemented 1 42-5420-079-01 64960930 persona revsision tibia fixed non-porus 1 42-5126-010-14 64403866 persona the personlaized knee system vivacit-e highly crosslinked polyethylene articular surface fixed bearing constrained posterior stabilized.

Manufacturer narrative:
It was reported that a patient received a revision knee arthroplasty on (B)(6) 2022 using the persona revision knee system from zimmer-biomet. Subsequently, on (B)(6) 2024, the patient underwent a revision surgery due to pain and loosening. Upon revision it was noted that the implants were loose, but that they were still well adhered to the cement mantle. The batch record review of the batch in question did not reveal any abnormalities. The fact that the bone cement was still well adhered to the prosthesis, also indicates that there was no issue with the bone cement quality. After reviewing the x-rays and pictures, it was evident that there was no interdigitation of the cement mantel of the femoral stem. The photo suggested that the bone cement had already cured considerably at the time of application to the femoral stem. Consequently, it is presumed that the cement application occurred beyond the optimal phase. The inadequate interdigitation of the cement mantel of the femoral stem appeared to have caused instability, leading in turn to the loosening of the cement mantel of the tibial stem. The setting characteristics of bone cements such as palacos r+g are known to be sensitive to temperature conditions: ·if the operating room, mixing area, or storage temperatures are higher than recommended, this can accelerate the polymerization rate of the bone cement. ·if the bone cement is pre-chilled, the time it spends at room temperature before being mixed can significantly influence the working time. ·the temperature of the mixing tools, components, and even the humidity in the room can affect the setting time. Sufficient information on the mixing and application time for palacos r+g is provided in the instructions for use. Moreover, the surgical guidance of the respective implant manufacturer needs to be followed.